Manufacturer narrative:
(B)(4). Upon further investigation, it was determined that the customer did not report failure code 12:303. This device was returned for preventative maintenance. Preventative maintenance does not have the potential to cause a death or serious injury.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with failure code 12:303. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.